Event description:
Patient involvement: no event occurred on product distributed by siemens medical solutions. No patient injury reported. There is potential harm to patient configuration file. No event reported to siemens medical solutions ocs. Electronic mail received from manufacturer impac medical system regarding a product problem. Complaint was received by siemens medical solutions in 2006. Complaint as stated: "varian mlc interface application, specifically version h. Multi-access is able to interface with all versions through version g; however, multi-access has not yet been released for use with version h. Although the customers are not supposed to change the machine configuration file, and reasonable read-only protection of the file is in place, customers may still edit the file to identify version h. If this occurs, and the mlc3pi interface is being used (the data tap will prevent such misuse because of its built-in fail-safe), any imrt planned treatment will be delivered as a static field based upon the first shape of the imrt prescription. Every subsequent imrt treatment."

Manufacturer narrative:
Impac medical system recently alerted siemens medical solutions regarding a product problem in related to their multi-access application that could affect the varian mlc interface application if the machine configuration is altered. Impac's multi-access is equivalent to siemens medical solution's brand name lantis. Impac medical system, inc. Is responsible for software developement. Impac's varian mlc interface application is equivalent to sms' brand name. Actions: a safety advisory letter will be sent to all customer sites that have the products. A safety advisory letter, as seen in attachment #3, will be sent to all customers that have these features. Stop shipment was issued by sms on varian millenium and no millenium products. Action for stop shipment will be lifted once the advisory letter is released follow-up: the investigation is on-going.